Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer initially lacked a charging cable but later followed up with the necessary charging supplies. Technical support assisted with the pump reset, which was successful, and no further action was needed.